Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the thrombus observed at the tip of the steerable guide catheter (sgc). It was reported that the initial mitraclip procedure that took place on (B)(6) 2016 was to treat functional mitral regurgitation (mr) with a grade of 2-3. 1 clip was implanted reducing mr to grade 1. On (B)(6) 2017 the patient became symptomatic due to shortness of breath and a decreased ability to walk. The patients pressure gradient was 2mmhg and mr was grade 2-3 due to progression of the disease. The decision was made to perform a second mitraclip procedure. The sgc was advanced into the anatomy; however, after removing the dilator, thrombus was observed at the tip of the sgc. The patient was placed on hemolysis therapy to dissolve the thrombus and the procedure continued. One clip was implanted, reducing the mr to 1-2 with a good clinical outcome. No additional information was provided.